Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-31. H6: investigation summary: bd received 1 shelf pack samples and 4 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for slow sleeve recovery with the incident lot was observed. Additionally, 10 customer samples were evaluated by draw testing water with a minumum of 10 tubes and the indicated failure mode for slow sleeve recovery with the incident lot was observed in 9 out of 10 samples tested. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® eclipse¿ blood collection needle poor sleeve function and leakage occurred. There was no report of patient impact. This event occurred on 17 occasions. The following information was provided by the initial reporter: it is reported customer is experiencing sleeve not recovering and causing leakage during use. Verbiage received, - "I have a question, has there been a recall on any lots of the 21g eclipse needles? We have been having a lot of instances in the past couple weeks (with more than 1 lot) of the rubber on the inner needle getting stuck and not covering that bevel, causing blood to leak into the vacutainer holder. I haven¿t received any recall notices, but wondering if it was missed by our materials management team."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer(r) eclipse" blood collection needle poor sleeve function and leakage occurred. There was no report of patient impact. This event occurred on 17 occasions. The following information was provided by the initial reporter: it is reported customer is experiencing sleeve not recovering and causing leakage during use. Verbiage received, - "I have a question, has there been a recall on any lots of the 21g eclipse needles? We have been having a lot of instances in the past couple weeks (with more than 1 lot) of the rubber on the inner needle getting stuck and not covering that bevel, causing blood to leak into the vacutainer holder. I haven't received any recall notices, but wondering if it was missed by our materials management team."